Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Both ra and rv leads were checked through the device and pacing system analyzer (psa) but the measurements were always high and out of range. During the explant procedure, the header separated. As a result, the device was explanted and the ra and rv leads were surgically abandoned. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.